Manufacturer narrative:
Added a0709, a160105, and a01 to h6. Removed a24 from h6. Corrected data: d4 serial number and UDI updated. The investigation is still ongoing.

Manufacturer narrative:
Additional information has been provided in h6. Hematuria/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: since insufficient data logs were available and no product was returned, the cause of the placement signal could not be determined. False alarm: since insufficient data logs were available and the pump was not returned for investigation, the cause of the false alarms could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 55-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella 5.5 via right axillary/subclavian surgical arterial access, implanted on (B)(6) 2026 at 19:19. On day one of support, no issues with hemolysis were reported and the patient¿s urine was clear. On day two of support, the patient was noted to have red, bloody urine and complained of pain associated with the foley catheter. The clinical team was notified, and imaging, including echocardiography, was obtained to evaluate pump position. Based on imaging, the pump was determined to be in good position, and per bedside nursing report, there were no plans to reposition the device at that time. No device replacement was requested, no product was returned, and the console serial number was unavailable. At the time of this report, the patient remains on impella support with survival outcome and final patient outcome pending. Based on the available information, the event of hematuria occurred during ongoing impella 5.5 support with the device confirmed to be appropriately positioned, and there is no evidence at this time to suggest a device malfunction or that the device directly caused or contributed to the reported event. The pain and bloody urine may have been due to a traumatic foley insertion.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The product return status has been updated to reflect that the availability of the device for return is currently unknown. The sales representative indicated that the device may have been discarded; however, this could not be confirmed.